Event description:
The customer reported that their central rebooted during a patient event in which a patient died.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their central rebooted during a patient event in which a patient died. The philips technical consultant (tc) was unable to confirm the event. The customer provided logs of the device, and there was no reboot noted on the logs. The logs showed that the device alarmed at the time of the event. The cause of the event is unknown. Based on the provided information the device alarmed as it should have. The device remained on site.